Event description:
A malfunction alarm was reported on a pump during its use. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement under warranty, provided instructions for putting the pump into storage mode, and instructed the customer to return the faulty pump within ten days. The customer planned to continue using the current pump and acknowledged the instructions given.